Manufacturer narrative:
Product not returned for eval.

Event description:
The pt stated that her infusion device began beeping and a 3.00 and 77 displayed on the infusion device screen. The pt was advised to take the power pack out and insert a new power pack. The infusion device started working properly. The pt stated that the power pack was in use for at least 2 weeks and maybe longer. The pt was notified of the power pack recall. The pt was educated on changing the power pack every 2 weeks. The pt stated that she forgot that she need to change the power pack out every 2 weeks. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for eval.